Event description:
Per the clinic, the patient experienced redness since end of year 2025 and developed infection (site of infection not confirmed). The patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct device serial number is (B)(6); not (B)(6) as previously reported. The device details have been updated. Device analysis report attached.